Manufacturer narrative:
The device was received and evaluated. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The exposed portion of the soft cannula was observed to bent, however, the timing and cause of the damage could not be determined. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The patient reported bleeding at the pod insertion site (arm) while wearing the pod for between 4 and 24 hours.